Manufacturer narrative:
The allegation of high impedances and a fracture was confirmed. Microscopic visual inspection revealed all wires broken at approximately 26cm from the stim end leading to high impedances. Setscrew marks were not seen on the terminal block electrode that remained at the terminal end. No pinch marks could be seen along the led body. Examination of the lead showed broken wires that lead to high impedances.

Manufacturer narrative:
Section b3: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109016.

Event description:
It was reported that patient experienced pain at ipg site and ineffective therapy due to patient not receiving full left side coverage. It was noted that patient having multiple falls. Surgical intervention was undertaken and during procedure, lead diagnostics were done and showed that one of the leads had high impedances on all contacts. A visible fracture was noted on the lead. The lead and ipg were both replaced. Therapy was restored post-op.